Event description:
Per initial report from the distributor on 10/5/06, the pt had a major complication (not due to the procedure) in association with a holap procedure and had gone to the ICU. The pt was hypertensive. Per follow-up from the distributor, the physician assured that what happened to the pt had nothing to do with the case. The pt was diagnosed with a tumor of the adrenal gland which results in elevated blood pressure. The pt has since been operated on for his tumor and is doing fine.

Manufacturer narrative:
Per the treating physician, the incident was not related to the device. Per the treating physician, the root cause of the hypertensive episode was an adrenal tumor, for with the pt underwent subsequent surgical treatment. As of 10/31/06. The pt is doing fine. No further investigation of the fiber is possible because the end user disposed of the fiber and did not provide the lot number.